Manufacturer narrative:
The suspect instrument has not been returned for evaluation. A review of the device history records indicated the instrument was properly manufactured and released to design specifications. No anomalies have been identified.

Event description:
The tip of a straight pedicle probe broke off in the patients pedicle. The event caused the patient no harm.

Manufacturer narrative:
Visual inspection found that the distal tip of the titanium nitride coated area had fractured and separated from the device rendering it useless. The bone probe is designed to locate the proper pathway and length of the screw which is to be implanted. When used as intended the instrument would not come in contact with the amount of force required to deform and/or break the tip in this manner.